Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site.

Event description:
As reported by our affiliates in (B)(4), post placement of the 23mm sapien 3 valve by transfemoral (tf) approach in aortic position, a vessel injury was detected and a stent was implanted. Calcification was present at the bifurcation. The commander delivery system with crimped valve was unable to be pushed through the esheath and got stuck. Therefore all devices were removed. After removal, it was seen that the sheath was quite scratched and the struts of the valve on the inflow part were bent. It was then decided to use an 18f cook sheath instead of the edwards esheath. A new valve and commander were prepared but again the valve was unable to be pushed through the sheath (cook sheath). Therefore it was decided to implant a non-edwards valve. Post procedure, a vessel injury was detected and a stent was implanted. The patient was stable post procedure.

Manufacturer narrative:
UDI:  (B)(4).  The device was not returned for evaluation as it was discarded by the site. The femoral artery diameter on the right side was 5.3mm and on the left was 4.3mm. Provided imagery showed the access vessel. Calcification was seen at the bifurcation as described. In addition, areas of potential calcification are seen prior to the calcification. Cine also shows the valve and delivery system inserted in the sheath. In this imagery, the delivery system is shown to be in the approximate area of calcification. The sheath is visibly narrower just distal to the valve. It is possible that the sheath was constricted by calcification at this location. The work orders were the most relevant work orders for the reported complaint were reviewed. The work orders did not reveal any issues that could have contributed to this complaint. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Although there was resistance with the commander delivery system advancing through the esheath, the resistance was related to patient factors (calcification) and not a device failure.  The vessel injury was not discovered until after the post procedure, and multiple non-edwards products (sheaths and delivery systems) were used.  It is more likely the cause of the vessel injury was related to patient factors (calcification, borderline mld, tortuosity) and/or procedural factors (multiple sheath and device exchanges, device manipulation).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.